Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient underwent a skin flap revision surgery (date not reported) however, the issue did not resolve. The patient developed an infection again and was treated with oral antibiotics (specific date and duration not reported). The symptoms did not resolve, and the patient then experienced an extrusion. The device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 27, 2022.